Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had an "false positive" error. Customer reported that they are receiving false positive results on stx. Field service was dispatched. Field service normalized both readers. Field service performed self-test, pcr test on both heaters. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 03jul2023 and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample investigation was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, the instrument gave false positive results for shiga toxin. No patients were treated based on erroneous results since the results did not match clinical symptoms. Assays used: enteric bacteria panel.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, the instrument gave false positive results for shiga toxin. No patients were treated based on erroneous results since the results did not match clinical symptoms. Assays used: enteric bacteria panel.